Event description:
Patient had milrinone infusion, infusing at 0.375 mcg/kg/min. New bag hung at 2210. When rn went in at 0230 to check on patient, she noticed that milrinone bag still looked full. IV pump stated 38 ml left in bag but bag was completely full.